Manufacturer narrative:
The device is being maintained and serviced by the hospital. There was no log file made available to dräger which would cover the period in question. Hence, the reported event of ventilator failure can neither be confirmed nor denied with certainty. Reportedly, the biomed has replaced the light barrier of the ventilator unit; the device was tested afterwards, found fully compliant to specifications and returned to use without further problems reported to date. The light barrier is part of the position detection system of the ventilator motor; a malfunction of this subsystem can indeed trigger a shutdown of automatic ventilation. This is a safety feature of the device - a failure in recognition of the ventilator piston position could otherwise result in severe damages to the ventilator unit, if a shut-down of automatic ventilation occurs the device will post a corresponding alarm; manual ventilation with the built-in breathing bag remains possible. No patient consequences have been reported for the particular event.

Event description:
It was reported that the fabius MRI posted a ventilator failure alarm during use. There was no injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided within our follow-up report.

Event description:
It was reported that the fabius MRI posted a ventilator failure alarm during use. There was no injury reported.